Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working as intended, as a result of fluid loss. The ipp was replaced, and there were no patient complications reported.